Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during service, the electronic gas blender displayed alarm e19 (calibration fault, a fault has occurred in the actual value/actual value comparison. Sensor actual value). There was no patient involvement.

Event description:
See intial report.

Manufacturer narrative:
The electronic gas blender was returned to manufacturer: the reported event was reproduced. The device was recalibrated, which resolved the problem. After performing all the functional tests with positive results, the product was returned to the customer in its expected functions. No concerning trend was highlighted for this failure mode. Based on the investigation findings, it is reasonable to conclude that the reported error was due to the device being out of calibration. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market